Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that two days prior to contacting lfs she had obtained results of "37 and 140 mg/dl" on the subject meter, performed more than 20 minutes apart, meaning that the results do not meet lfs criteria of a valid comparison for precision. The patient manages her diabetes with humalog and lantus insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated at 06:00pm she had her blood glucose tested on an emergency services meter which gave a result of "40mg/dl" and she was treated by emergency services with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.